Event description:
It was reported that the handpiece continued to run when the trigger was no longer pressed. There was no report of pt or user injury or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was verified. Based on the quality investigation, corrosion build up was identified and various components were replaced. The corrosion is most likely due to improper cleaning/sterilization techniques. Add'l preventative maintenance was performed and the handpiece was returned to the customer.